Event description:
Consumer's hands became itchy. When she took her gloves off, red hives were all over her hands. She went to see dr on 4/96 to get skin tested. Consumer was diagnosed as being allergic to latex.